Event description:
Approximately four and a half months post hvad implantation, this patient reported that his batteries always switched off when sitting down or driving a car. The batteries failed when they were connected to the controller and when the battery button was pressed the led's reportedly "stayed black". The patient did not inform the hospital because the failure always resolved itself. He stated that the failure happened with all the batteries. The batteries were exchanged and are being returned to heartware for evaluation. There was no reported patient injury. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Devices remain implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed since the controller log files did not reveal the occurrence of any alarms associated with the event. Analysis of batteries ((B)(4)) revealed that the devices met specifications; the batteries passed visual examination and functional testing. Battery ((B)(4)) passed visual inspection but failed functional testing due to a faulty cell. This failure did not contribute to the reported event since this battery was not connected on or near the reported event date. In the absence of a device malfunction for the remaining batteries, the most likely root cause of the reported event cannot be conclusively determined. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).